Event description:
Caller reported a malfunction on pump with malfunction code 12 and a fault ID available. There was no adverse impact to the customer¿s blood glucose level reported. Cts advised customer that they would receive a replacement pump with updated software, provided instructions for using it with a g7 sensor, and requested the return of the problematic pump using a pre-paid label. Caller acknowledged and understood these instructions.